Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was no power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 31-jan-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2018 with the following findings: review of the black box data revealed multiple records of unexplained power on reset events. On investigation, the pump powered on normally using the returned battery cap. Ez-prime steps were successfully completed and the pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. Inspection of the pump¿s interior revealed moisture corrosion on the power printed circuit board.